Event description:
It was reported that during a ptca procedure the physician deeply seated the catheter, then pulled back and repositioned the guide catheter. Upon injection of contrast, a spiral dissection was noted. The patient was sent to emergency surgery. The patient status is listed as "okay".